Event description:
The facility reported an infusion pump that failed accuracy testing. It was not specified if this occurred while infusing on a patient or during biomed testing. However, the facility representative stated that no pt incidents were reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device prgramming wwas requested but none was provided.